Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation: event description: it was reported, the basket wire of the device broke during a ureteroscopy procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of manufacturing instructions, the instructions for use, and quality control data. One ncircle tipless stone extractor. Was returned for investigation. Inspection of the returned device noted: the device was returned with the handle and the basket formation in the closed position. The mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.7 cm in length. The support sheath was bowed in appearance. One wire in the basket formation had pulled out of the distal cannula. Functional testing determined the handle actuates the basket formation. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. All extractors are 100% inspected for damage. We have concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file and quality control documents do not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have had 1 of the 4 basket wires pulled free from the basket cannula, the cannula that secures the proximal end of the basket wires together. The issue was found during use of the device, which indicates the wire was secured before use. There are two likely causes for the separated basket wire: 1) the basket was assembled incorrectly, without enough glue applied to securely hold the basket wire in place. 2) procedural factors encountered when removing the stone(s) pulled on the basket wire with enough force to pull it free from the basket cannula. There is not enough information available to make a determination of the cause of the issue. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during an ureteroscopy using a ncircle tipless stone extractor, while manipulating the stone with the basket, one of the wires broke (but did not detach). A second ncircle tipless stone extractor was used to complete t he procedure successfully. There were no adverse effects to the patient as a result of this occurrence. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.